Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was 78 mg/dl. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy. Customer contacted their health care provider after the call but declined follow-up to determine if a back-up therapy method was obtained.